Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g1: contact office, g6: type of report, h2, h8, h5: labeled for single use. Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that the patient only used the unit once because it burned him back in october. It was later reported that the unit shocked him during the first use. The patient woke up with a red mark on his back and a tingling sensation. The patient spoke with his doctor and was told he does not have to use the unit anymore if he does not want to. The patient stated he did not use the device again. The patient stated he has another surgery scheduled in july. A replacement controller and 63b electrodes were shipped to the patient. No additional patient consequences/ further information has been reported. The spinalpak assembly was not returned for further evaluation.

Manufacturer narrative:
B3: date of event has been estimated. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient only used the unit once because it burned him back in october. It was later reported that the unit shocked him during the first use. The patient woke up with a red mark on his back and a tingling sensation. The patient spoke with his doctor and was told he does not have to use the unit anymore if he does not want to. The patient stated he did not use the device again. The patient stated he has another surgery scheduled in july. A replacement controller and 63b electrodes were shipped to the patient. Product return is not expected.